Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient has a medical history of recurring utis. The patient was implanted on (B)(6) 2024, and during an office visit on (B)(6) 2025, the patient's urine culture showed bacteria present and was prescribed macrobid. On (B)(6) 2025, the patient had a follow-up appointment and tested positive again and had the prescription changed over to amoxicillin/clavulanate. On (B)(6) 2025, the patient had another test of culture done and the results came back positive again. The patient was prescribed cefpodoxime on (B)(6) 2025 and retested on (B)(6) 2025, with results still showing positive. The patient was referred to infectious diseases and given IV cefepime and probenecid. After this treatment, the patient has recovered. The facility site advised that this event is not related to the device or the procedure.

Event description:
It was reported that a patient has a medical history of recurring utis. The patient was implanted on (B)(6) 2024, and during an office visit on (B)(6) 2025, the patient's urine culture showed bacteria present and was prescribed macrobid. On (B)(6) 2025, the patient had a follow-up appointment and tested positive again and had the prescription changed over to amoxicillin/clavulanate. On (B)(6) 2025, the patient had another test of culture done and the results came back positive again. The patient was prescribed cefpodoxime on (B)(6) 2025 and retested on (B)(6) 2025, with results still showing positive. The patient was referred to infectious diseases and given IV cefepime and probenecid. After this treatment, the patient has recovered. The facility site advised that this event is not related to the device or the procedure.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection, urinary tract was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided and the investigation conducted, the patient experienced an infection, urinary tract. It is probable that bacteria were directly linked to procedural challenges rather than a defect or failure in the product itself. Therefore, all compiled information from this investigation indicates that the most probable cause is adverse event related to patient condition, since an existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition-related adverse event.